Event description:
It was reported that patient received inappropriate atp and hv therapy for supraventricular tachycardia. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.